Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed; there was no image due to a bad connection line when plugged in due to third party repair. Additionally, the image distortion was intermittent due to a faulty cable and a defective charge-couples device. There was also chipping around the lens of the camera head, and the serial number plate showed evidence of third-party repair. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the hd camera head, there was a bad connection line (image problem) when plugged in. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the image function did not function normally due to the poor connection of the jacket, and no image appeared might have occurred. The cause of the poor connection of the connector could not be identified. As to the image distortion, it is likely that the failure of the cable and charged coupled device (ccd) prevented the video function from functioning properly, resulting in image distortion. The cause of the faulty cable and faulty ccd could not be identified. Olympus will continue to monitor field performance for this device.